Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the information was received through our patient portal. The email received states "hi! Just want to ask question regarding my wife's pericardial mitral valve. The doctor said that it shrink and we need to replace it. Last 2005 before the valve was installed we were told that it will last for 10-15 years, but its only 2011 and the valve is already malfunctioning." On (B)(6) 2011, we received notification from the family that the device was explanted. Explant date was not provided.

Manufacturer narrative:
Method: device not returned. The device history record (DHR) review is in process. Despite repeated attempts to contact the surgeon, we have been unsuccessful in getting additional information from the health care provider regarding this event. On (B)(6) 2011, we learned from the patient's spouse that the device had been explanted. No additional information has been made available.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Repeated efforts via email and phone were made to contact the surgeon to get additional information regarding this event. Requests were made for the explant date, return of the device for evaluation, operative report, echo on cd but were unsuccessful. The email was not acknowledged. All phone numbers for the surgeon, surgeon's office, hospital and clinic were either not in service, not yet in service, no voicemail setup or there was no return phone call to the messages left. Follow up contact with the family to get additional information regarding the explant, imagery, return of the device for evaluation, and other contact numbers for the surgeon/follow up doctor was also unsuccessful. Requests were made to the family for the date of explant, operative report, images, and echo report but none were not provided. In the husband's email response, he did state that the device was calcified. The implant duration was calculated to be approximately 5 years. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. However, there is information available to enable us to conclusively determine the root cause for explant of this device. In the event information becomes available at a later date, or if the device is returned for evaluation, a follow up report will be submitted.